Event description:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: the biomedical engineer was contacted and confirmed the issue stating that the cns (central monitoring system) shut down on its own and failed to restart. The unit was in use on patients. No additional information is available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Requested return for failure investigation.